Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the drawer 5 was not detected on the bus. The customer tried to recover the failed drawer by hard reboot, but the issue persists. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 5 malfunctioned due to a faulty pyxibus module controller and drawer controller boards. A field service engineer replaced both the circuit boards to resolve the issue. The customer was then able to do an inventory without any complications. The system functioned as intended after the field service engineer troubleshooted the device.